Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the deteriorated turret motor could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Flashing front panel due to malfunction caused by deterioration of the turret motor. In addition, the connection was hard due to wear of the output connector (light guide connection). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the visera xenon light source when the power was tuned on, the front panel flashes. The unspecified procedure was completed. There was no report of patient harm associated with this event.